Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used for dilatation of the mid esophagus. According to the complainant, there was no resistance felt when advancing to the lesion; however, the balloon would not inflate. Reportedly, the physician's opinion is that the balloon was ruptured. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".